Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case was chipped and cracked. The keypad was damaged. Event history log review was performed and found evidence of reported problem. Visual inspection and start-up process were performed. The customer's reported problem was confirmed. According to the investigation there was depleted battery alarm in history. The reported problem was caused by customer on case damage, and normal use on battery issue, because the pump battery was over 8 years old. Service's replaced the pump top case and battery to correct the reported problem. The problem source of the reported problem is normal wear.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited battery not reading and keypad error and had damaged top case. It was reported that there was no patient involvement.